Event description:
It was reported that there was a traumatic acromial fracture, which was not present pre-operation. The adverse event resolved without sequelae and was assessed as unrelated to both the study device and the surgical procedure. An update on a later date confirmed the resolution without sequelae with no action taken or treatment administered. Glenoid notching was observed, described as a notch extending to the lower screw, with glenoid lucencies involving the baseplate (superior or inferior).

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation (remained implanted). The opinion of the medical expert was requested on this case despite the limited information provided, and stated as following: "the high age of the patient and a trauma are sufficient to fracture an acromion. The fact that it healed without intervention shows there is not an abnormal stress on the acromion. The radiographic finding of notching, involving the inferior peripheral screw may be caused by several factors (glenoid placement, nsa angle of the humeral component, and individual shoulder use by the patient). Without any further information, this radiographic finding cannot be assessed". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.